Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sensor needle fell off from the sensor and introduce needle was hard to remove. Customer stated the steel needle was not still in the skin. Customer reported that they did not receive medical treatment as a result of needle fracturing while in the body. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.